Event description:
It was reported that the wireless remote monitor was experiencing "telemetry issues" and would "not read" the patient's device. Also noted that the monitor redials and does not complete the transmission. The wireless remote monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Event description:
It was reported that the wireless remote monitor was experiencing "telemetry issues" and would "not read" the patient's device. The wireless remote monitor will be returned. No patient complications were reported as a result of this event.

Event description:
It was reported that the wireless remote monitor was experiencing "telemetry issues" and would "not read" the patient's device. Also noted that the monitor redials and does not complete the transmission. The wireless remote monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.